Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was not able to log in to the station due to a retry mode issue. A technical support specialist applied ka 000007658 (retry mode: inverted null value in storage space), and the user was assigned to the correct access with the appropriate area to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the user was not able to log in to the station. The customer reported that the affected user was the only one available to withdraw medication from that station to take to the icus. The customer stated that there was some delay, which was resolved by granting access to another user ID . There were no adverse events or injuries reported based on this event.